Event description:
It was reported that a (B)(6) male patient underwent a left bundle of kent paroxysmal supraventricular tachycardia (psvt) & atrioventricular reentrant tachycardia (avrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block requiring surgical intervention. It was reported that an atrioventricular block occurred after ablation of the left anterior septum to the vicinity of the posterior septum. After backup pacing during the block, normal sinus rhythm was restored when the backup rate was decreased. Thereafter, atrioventricular block 2: 1 developed, resulting in complete atrioventricular block. This occurred after additional ablation, ablation effect was weak. After the appearance of atrioventricular block, complete atrioventricular block was observed, but continued, and a primary external pacemaker was implanted due to dependence on a backup pace, and the patient returned to the room. Conduction recovery was monitored. The physician commented that at the time of anterior septum ablation, there was a possibility that ablation fever was conducted up to his, and there was a kent-dependent decrease in the function of the conduction system, but it is unknown at this point. It was also reported that right when the ablation catheter was inserted into the patient¿s body, a signal noise occurred. The cable was reconnected, each part reconnected two times, and the cable was changed but the issue did not change. The issue was resolved by changing the catheter to another one. The physician had body signal (bs) electrocardiogram (ECG) on polygraph available to monitor patient¿s heart rhythm. The physician commented that it is possible that the ablation heat was conducted to his during the anterior septal ablation, and the function of the conduction system deteriorated due to kent dependence, but it is unknown at this time. The patient outcome of the adverse event is improved.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 31-year-old male patient underwent a left bundle of kent paroxysmal supraventricular tachycardia (psvt) & atrioventricular reentrant tachycardia (avrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block requiring surgical intervention. The physician commented that it is possible that the ablation heat was conducted to his during the anterior septal ablation, and the function of the conduction system deteriorated due to kent dependence, but it is unknown at this time. The patient outcome of the adverse event is improved. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30673128l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).